Event description:
Failure of equipment. When performing urine pregnancy tests, blue positive line is almost too faint to detect and on some occasions, the pink control line is almost undetectable. Many times rptr has to use 2 or 3 test strips before they can obtain accurate reading.